Manufacturer narrative:
The final device was evaluated in the field, and it was determined it did not experience the reported issue. Report has been updated to indicate only 3 devices experienced the reported issue.

Event description:
This report summarizes 3 malfunction events, where it was reported the cot couldn't be disengaged from the fastener. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the customer did not make the device available for testing; no cause was established. Two devices were evaluated in the field and the issue was confirmed; one device had an alignment issue and the other device had broken/damaged components. The devices were repaired and returned. One device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the cot couldn't be disengaged from the fastener. There was no patient involvement.